Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from germany that this 78-y-o patient with an unknown valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration. A 23mm transcatheter valve was implanted within the pre-existing surgical device.

Manufacturer narrative:
Updated section b5 (describe event or problem). Corrected section h6 (device code): 1077 (calcified) replaces 1153 (degraded). Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the valve model was only known as a perimount valve. The exact model number remains unknown. 3mensio report was received and reviewed. Limited imagery. 3mensio report showing a surgical aortic prosthesis (perimount) in the aortic position. Unable to comment upon leaflet mobility or hemodynamics. There is evidence of leaflet calcification. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Event description:
Edwards received notification from germany that this 78-year-old patient with an unknown valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to calcific degeneration of the leaflets. A 23mm transcatheter valve was implanted within the pre-existing surgical device.